Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the mid to distal right coronary artery (rca). It was 75% stenosed, without calcification, moderately tortuous and the vessel had a previously placed unspecified taxus liberte stent placed in the proximal rca. After intravascular ultrasound (ivus) was performed, a taxus liberte paclitaxel-eluting coronary stent 3.50x24mm was advanced, but unable to cross the previous placed stent. The physician decided to remove the stent delivery system, and after removal, noted there was no stent on the delivery balloon. The dislodged stent was found inside the guide catheter, and was removed from the guide catheter successfully. The procedure was then completed with another of the same device. No patient complications were reported and the patient condition was reported as "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.